Manufacturer narrative:
Added add'l info, device was not returned for evaluation.

Event description:
During a laparoscopic abdominoperineal resection performed on an unk date in the week of 4/14 to 4/18 the tx60g anastamosis leaked. The tissue donuts were intact and the surgeon was certain the ecs29 functioned appropriately. Upon testing with saline, air leaks appeared on the edges of the coloproctostomy. The surgeon oversewed the staple line. There was no reported consequence to the pt.